Event description:
Facility reported that pads are sliding on their floors. There have been no falls or injuries. The recommended cleaning instructions were reviewed as provided in product insert and grip strips recommended. Facility has confirmed the grip strips are securing the pads in place on their floors. Product insert is provided as part of this report.